Manufacturer narrative:
Evaluation summary: one sample of device was returned for evaluation contained in a plastic bag along with its opened unit packs. Visual examination shows that the shape of the tubing has been altered and there is no air contained in the bronchial or tracheal cuffs. The returned unit was inflated and no issue was noted. The returned unit was then deflated with the stylet wire contained in the tubing and no restriction noted. The returned unit was inflated / deflated three times with the stylet wire contained in the tubing and no issued noted. The stylet wire was removed from the tubing and the returned unit re-inflated using the parameters set out. The returned unit was then deflated without the stylet wire contained in the tubing and no restriction noted. The returned unit was inflated / deflated three times without the stylet wire in the tubing and no issued noted. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the cuff would not deflate after injecting air into the cuff. There was no patient involvement.